Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the unit did not boot up and the memory buffer in the printed circuit board was replaced as it was burned. Floppy disk and cable were replaced as files would not transfer. The unit also has error code in log file and displayed intermittent no pg detection and no boot up until software was reloaded. Unit now passed all incoming tests.

Event description:
Boston scientific received information that this programmer was not able to boot up. When the programmer was turned on, nothing happens but the field representative can smell and hear something. The programmer was returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.